Event description:
The facility reported continuing system failures related to loosing patient images. No patient injury reported.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.